Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the laser etching are worn and hard to read and neuro-tip leg had been drilled into and it was bent. Therefore the reported condition was confirmed. It was determined that the drilled neuro-tip leg was due to excessive lateral force be placed on the device causing the drill to flex and come into contact with the neuro-tip leg and bending the leg, damage caused by user error. It was determined that the cause of the laser etching being hard to read was due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the cranitome device laser etching was worn and hard to read. During in-house engineering evaluation, it was determined that the device neuro tip/leg had been drilled into. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.